Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch lost connection during a clinical procedure. The procedure was completed using a wired footswitch. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The cause of the failure is inconclusive. Section d: common device name corrected.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.